Event description:
It was reported that during a procedure using a procise xp wand, the device began to smoke and became hot while activated. It was noted that the device melted the table drape when it was set down. There were no patient injuries reported as a result of this event.

Manufacturer narrative:
The wand was tested in saline solution at default and maximum settings in which ablation and coagulation performed as intended. The saline line was tested and performed as intended. The suction line was tested and saline flow was hesitant. The line was back flushed and saline flow was restored through-out the suction line. Functional testing concluded that there is no electrical disturbance related to the wand and the wand performed as intended; therefore, the complaint could not be verified. The procise xp wand will create steam when sufficient suction is not used and give the user the perception that it is smoking. This occurs when the wand is burning off the residual fluid on the distal tip. Any lack of suction will also enhance and promote a more visual effect. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.